Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller and suggested further testing. The caller confirmed no further testing was performed and they will continue to monitor this patient. The root cause of the reported clinical observations was not identified. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system has been exhibiting a rise in shock impedance measurements from 35 ohms to 107 ohms and a measurement of 145 ohms in one configuration. No noise was observed and all other lead measurements were fine. The clinic plans to begin this patient with remote monitoring. No adverse patient effects were reported.